Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary surgery on (B)(6) 2014 and the first revision surgery on (B)(6) 2014. Then, the patient presented with loosening of the stem showing in an x-ray (lucencies) and the surgeon scheduled the second revision surgery for (B)(6) 2016. The discrepancy was detected during patient consult 2.5 years after primary surgery. Additional information received on 16 december 2016 from the initial reporter and includes: the patient's hip swab, pre and intraoperative, showed a high load of staph. The surgeon concluded that this was the most likely cause of the loosening, rather than poor patient compliance (overactivity) post-op. Additional information received on 04 january 2017 from the initial reporter and includes: the first revision surgery occurred during a wash-out given the patient had a mild staphylococcal infection. Batch review performed on 29 december 2016. Lot 123726: (B)(4) items manufactured and released on 26 october 2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 20 december 2016 the manufacturer of the ceramic ball head involved in this complaint provided a batch review reporting as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to a lack of ceramic parts further investigations can not be done.

Event description:
Revision surgery performed due to loosening of the stem detected through x-rays (lucencies). The surgeon replaced the stem and the head. The patient's hip swab results showed a high load of staphylococcus. The surgeon concluded that the infection was the most likely cause of the loosening, rather than poor patient compliance (overactivity) post-op.

Manufacturer narrative:
On 06 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: total revision of cementless tha 2 years and 7 mths after primary. According to report, the root cause for revision was infection by staphylococcus. Secondary infection is a possible adverse event following every surgery, including tha. There is no reason to date to suspect that the implanted devices were responsible for the onset of the complication. On 06 march 2017 the project manager performed a preliminary investigation based on the images provided by the reporter, and commented as follows: from the received photos it is visible as the coating was partially absorbed: moreover, as the stem was just explanted, blood and tissue were present on the stem. No other evident signs on its surface. Also the ceramic ball head showed no particular signs, except some signs probably due to the removal and blood. From the received photos it is not possible to determine the root cause of the event.